Manufacturer narrative:
A maquet service technician visited the customer and found that a stopper was missing on the locking bar of the transporter. The stopper covers the tube end of the locking bar. The stopper can only be loosen by external forces (e.g. Collisions). The absence of the stopper can easily be noted by the user. According to the instructions for use (B)(4), products may be used only when fully functional. The user has to check the device before starting surgical work. This is a single case. Maquet is not aware of similar incidents. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
A hospital staff member grazed his lower leg on the locking bar of the operating room table system transporter when going around the operating room table. He suffered an abrasion. Pain treatment and booster injection (tetanus) was required. Manufacturer reference (B)(4).